Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that varus deformity had worsened. The surgeon diagnosed implants oosening caused by insert wear.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted devices revealed wear consistent with a varus alignment, with progressive medial degeneration. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided 117928000 lcs post cru ret tib sm +, lot 819067 product code/lot code combination. A worldwide lot specific complaint database search was not possible for the reported 129005000 lcs post cru ret tib sm+ because the required lot code was not provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).